Event description:
Premature infant with respiratory distress syndrome, trach. Trach tube changed. The next day pt had episode of desaturation. Attempted to suction trach and felt obstruction. Trach changed. Upon inspection of tube noted protrusion in inner chamber.